Event description:
At the (B)(6) I was administered synvisc one into both knees by the medical side. One and a half hours later I became somnolent and had a hard time staying awake driving home at 2:20 pm. I laid down and awoke in excruciating pain in my legs. Ankles, knees, hips, shoulders and neck. M knees became misshapen before my eyes. I had severe leg spasms. I had 4-5 synvisc injections privately prior to this over 3-4 years with excellent results. I called the physician who gave me these recent injections and without allowing conversation she said take tylenol and use ice, I'll call you again. She never called me. About 4-5 days later my left knee began giving out unexpectedly and I fell. Had more falls and my primary care ordered and MRI that showed a torn meniscus that I never had before. I contacted the (B)(6) and they advised allergy clinic. The appointment they gave me was 6 months later so I sought help elsewhere. I called genzyme and the nurse said see your doctor. You may have pseudoseptic acute arthritis. Private doctors opined the injection went into tissue and caused inflammation. Another said I had hip bursitis. Another said I had pseudogout and another said I had systemic pseudoseptic acute arthritis. I requested information from the (B)(6) about the pharmaceutical injected into me and they said they had no batch or lot number. I called the (B)(6) center to try to track the pharmaceutical. (B)(6), chief, told me to contact the chief pharmacist at the (B)(6)pharmacy where I got the pharmaceutical, to track the drug. In the meantime the pain continued, the falls continued and an MRI at the (B)(6) a year later showed an avulsed ham [invalid] a torn meniscus in the left knee, a complex tear of the meniscus in the right knee, torn tendons and still no answers as to what was injected into my knees in (B)(6) 2015. I asked (B)(6) for a toxicologist referral and was told to call the poison control center. The pharmacist passed my request on to a foia officer who never identified the actual prescription that was provided to the doctor who gave it to me. There was something toxic in that injection. I have had pain since (B)(6) 2015 and falls that resulted in a broken neck with surgery. Can FDA help? (B)(6). I made a report to FDA in 2015 (as an advanced practice nurse) and reported that fact to the (B)(6) physician. Through a (B)(6)nurse he said he made a report to FDA. Allergy testing the (B)(6) did in (B)(6) 2015 showed no allergy or immune reaction to the synvisc one given to me that day.